Event description:
It was reported that the stent was difficult to position during deployment. A 7x120x130cm eluvia drug-eluting vascular stent system was selected for use in an extremely calcified lesion. As the physician began to deploy the stent, the stent jumped forward and positioned itself further distal than the intended target. Two eluvia stents were previously planned to be used, but a third eluvia stent was required to be implanted to complete the procedure. There were no patient complications.